Event description:
It was reported, low pacing impedance, noise resulting in oversensing and far p oversensing were observed on the right ventricular (rv) lead. Technical support was contacted and confirmed the observed electrical anomalies. Technical support recommended further investigation via diagnostic imaging or provocative testing. No intervention has been performed at this time. The patient was stable and will continue being monitored.

Event description:
Additional information was received indicating a lead fracture was suspected.